Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3005920706-2026-00019. A facility reported that during a cast (ID tcc25051) application and molding, medical staff noticed that the cast was not molding as tight and as affective as usual. Both medical staff and patient verbalized the cast feeling flimsy. When the patient stepped onto the ground in their cast and boot, the cast collapsed around the ankle and created a fold/wrinkle. The patient had an appointment on (B)(6) 2026, after cutting his own cast due to the wrinkle and subsequent pain and causing a grade 3 pressure wound. They started casting him again on the next week-padding up the pressure area. He did not have another problem until they tried to apply another cast on (B)(6) 2026, and the cast had the same issue. Due to the cast issue, another cast was used and was fine. The cast was stored in a climate-controlled supply closet.